Event description:
This event was rec'd from the FDA, via copy of the hospital's submission through the maude database(mw1041770). Customer reported that during use of the device, the tip broke off in the pt. Surgeon was able to retrieve the broken piece from the pt. No adverse consequences were reported from this event. The hosp's risk management was contacted for the return of this part. It remains unknown if the part will be available for eval. This device is used for treatment.

Manufacturer narrative:
The customer's complaint was not confirmed and the cause of the event could not be determined without device evaluation. This is the first complaint of this nature involving this part/lot combination. There are no more units of this lot in stock. A follow up report may be submitted if the device or any additional pertinent info becomes available after submission of this report.